Event description:
Physician attempted to use impact admiral balloon 0.018 for patient treatment. It was reported to a balloon twist occurred and when inflation was performed, there were some parts of the balloon that did not expand. When inflated in a different location, the other part did not expand. The balloon was replaced with a dcb with a different size and procedure was complete successfully. No patient injury reported

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the balloon returned in post inflation state an in-house wire advanced through the catheter with no issues noted there was no damage observed to the balloon bond the balloon inflated to 14atm with no twists on the balloon the reported event could not be confirmed. The balloon inflated with no issues and no twist was observed on the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.